Manufacturer narrative:
Product complaint #(B)(4). Section b5: additional information received on 19-jun-2023. Summary of additional information provided: the treating physician thinks the balloon inflation caused or contributed to the vasospasm. It was further mentioned that he believes ¿that this is not an event that occurs only because it is an emboguard. It can also occur in other companies balloon guiding catheters if they become overexpanded¿. There was no medical intervention performed to treat the event and specific recovery time is currently unknown, but the patient condition has improved. The event didn¿t cause any delay the procedure or had a clinically significant impact to the patient. It was also clarified that he patient was a ¿woman in her 50s and 60s¿. Section e1. Initial reporter phone: (B)(6). Complaint conclusion: it was reported from a personal interaction that a patient underwent an endovascular thrombectomy procedure for an occlusion at the middle cerebral artery (mca) with an emboguard 87, 95 cm (bg8795u/0000204155) balloon guide catheter device on 25-may-2023. Per details of the procedure, the emboguard was inserted to the petrous portion of the internal carotid artery (p-ica), the emboguard was inflated and the thrombectomy was performed. After the thrombectomy, the emboguard was deflated, and spasm at petrous portion was confirmed by angiography. It was further stated that the spasm was not severe, and the patient was improved after the procedure. It is currently unknown if medication was administered to treat the vasospasm. It is not known if continuous flush was performed. Other concomitant devices are also unknown. It was mentioned that the preparation of the emboguard was done according to the IFU. Additional information received on 19-jun-2023 indicated that the treating physician thinks the balloon inflation caused or contributed to the vasospasm. It was further mentioned that he believes ¿that this is not an event that occurs only because it is an emboguard. It can also occur in other companies balloon guiding catheters if they become overexpanded¿. There was no medical intervention performed to treat the event and specific recovery time is currently unknown, but the patient condition has improved. The event didn¿t cause any delay the procedure or had a clinically significant impact to the patient. It was also clarified that the patient was a ¿woman in her 50s and 60s¿. The device was discarded; therefore, no further investigation can be performed. All DHR records are complete, and a certificate of conformance is present, demonstrating compliance with the quality system release criteria. Vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow distal to the spasm and may occur when positioning/advancing the devices through the vessel/arteries. This is a well-known potential complication with any invasive procedure during which devices are introduced into vessels and is listed in the emboguard instructions for use (IFU) as such. There is no indication that the device malfunctioned or that the event was related to the device design or manufacturing process. Since spasm occurred during the procedural use of the device, and it¿s currently unknow if the patient required medication to treat the spasm, the event will be conservatively reported to the FDA under 21 cfr 803 with a classification of ¿serious injury¿. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
It was reported from a personal interaction that a patient underwent an endovascular thrombectomy procedure for an occlusion at the middle cerebral artery (mca) with an emboguard 87, 95 cm (bg8795u/0000204155) balloon guide catheter device on (B)(6) 2023. Per details of the procedure, the emboguard was inserted to the petrous portion of the internal carotid artery (p-ica), the emboguard was inflated and the thrombectomy was performed. After the thrombectomy, the emboguard was deflated, and spasm at petrous portion was confirmed by angiography. It was further stated that the spasm was not severe, and the patient was improved after the procedure. It is currently unknown if medication was administered to treat the vasospasm. It is not known if continuous flush was performed. Other concomitant devices are also unknown. It was mentioned that the preparation of the emboguard was done according to the IFU.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1 ¿ initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device was discarded; therefore, no further investigation can be performed. All DHR records are complete, and a certificate of conformance is present, demonstrating compliance with the quality system release criteria. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.